Manufacturer narrative:
The device is in process of being returned for evaluation. Investigation is ongoing. Once we have additional relevant information, it will be submitted in a supplemental report.

Event description:
Complainant alleges "end of the loop of the needle broke off in patient while being used. Surgeon was unable to retrieve broken piece. A substitute needle was used to finish the case. The needle piece was left inside patient. Patient did not require additional treatment."

Manufacturer narrative:
The actual device was returned for evaluation. After evaluation, the needle broke at the eye portion. Per the IFU, broken needles can occur if the customer holds the needle too close to the eye or end point with clamps. The DHR and analysis results were reviewed, and no irregularities were found. The most likely root cause is user error, from holding the needle too close to the eye. If any additional relevant information is identified, it will be submitted in a supplemental report.